Manufacturer narrative:
The device was returned for analysis. The reported ¿device became stuck in the patient anatomy during removal¿ could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly excessive force was applied to remove the device. It should be noted that the electronic prostyle instructions for use (IFU), states: do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and/ or surgical removal of the device and vessel repair. In this case, based on the reported information, the use of force was circumstantial due to the difficulties experienced during removal. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose prostyle IFU as a known adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H6: medical device problem code 2017 clarifier: excessive force. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two prostyle devices using the pre-close technique via a 7f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, after closing the feet on the first prostyle, the device became stuck in the patient anatomy during removal. Excessive force was applied to remove the device. A second prostyle was attempted, but the same issue occurred, and force was required to remove the device. Vessel damage occurred during removal of the devices. The sheath was upsized to a 16f and the aaa procedure was completed. Surgery was performed to treat the vessel damage and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.